Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing, changes in low amplitude/poor morphology and subsequently 2 inappropriate shocks. Smart pass was disabled. A technical service (ts) consultant was asked to review device data and provide recommendations. Ts advised programming options to the secondary vector, perform x-ray imaging and medication adjustments. The device remains implanted. No adverse patient effects were reported.